Event description:
It was reported, the patient was no longer receiving adequate coverage. It was also reported, the patient was receiving abdominal stimulation. X-rays were taken and revealed lead migration. During surgical intervention, the doctor cut the lead. As a result, the lead was explanted and replaced. The lead will not be returned to sjm. Coverage was regained post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.